Manufacturer narrative:
(B) (4). Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, as such, have the potential to be clinically significant. Remedial action 2954323-06/10/09-003-c was reported (B) (4) on 10 jun 2009.

Event description:
Customer called and stated they had been using defective strip lot 0822524 and reported a medical event in which she had received an adc meter result of 317 mg/dl using the affected strips and had experienced dizziness. Customer saw her health care provider who obtained a hcp meter reading of "over 500 mg/dl" (exact reading not reported). The reading comparisons were not performed within 10 minutes of one another and are not a valid comparison. She was diagnosed with hyperglycemia and her doctor told her to take more insulin because her glucose and a1c was higher than her meter was reading. The diagnosis and treatment reported was consistent with both readings received. There was no report of death or permanent impairment associated with this event.